Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent. Patient reported manufacturer representative was able to assist them in connecting. Patient reported they have notified their physician which was how they connected with their representative. Patient mentioned possible battery replacement if issue occurs again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that patient had poor communication, patient recharged recharger, checked connection with programmer and was able to connect with programmer. Patient reported they were last successfully able to charge their ins was two weeks ago. It was reported that antenna cord was frayed. No symptoms were reported. Additional information was received. Patient reported they received their replacement recharger and it still doesn't communicate with the ins. Caller states they think the issue is with the ins but they wanted to see if there was anything we could do over the phone. Caller confirms having poor communication with patient programmer and recharger.